Event description:
The pt reported inaccurately low blood glucose readings with one bottle of test strips, lot 1m509b. On an unknown date this week, the pt opened the first bottle of test strips from the box and, at different times during the day, obtained two blood glucose readings in the 115 mg/dl range (pt does not remember specific blood glucose test results). The next day, the pt noticed that his typical blood glucose readings had decreased to the 30 mg/dl range. That day, he obtained a fasting blood glucose in the 30 mg/dl range, but did not treat for hypoglycemia because he did not have hypoglycemic symptoms (pt does not know speicific result). Just before lunch the same day (app. 11:30 am) the pt again obtained a blood glucose reading in the 30 mg/dl range so he treated for hypoglycemia (pt does not know specific result) even though he did not have hypoglycemic symptoms. He drank "one quart" of pineapple juice and "two handfuls" of malted milk balls. Approx 30 minutes after eating, the pt again obtained a blood glucose result in the 30 mg/dl range so he opened the second bottle of test strips from the same box. With the second bottle, the pt obtained a blood glucose result in the 300 mg/dl range (pt does not know specific result). Because of the lower blood glucose readings with the first bottle, the pt contacted a co rep. With the rep, the pt obtained a check strip result of 81 versus a check strip range of 66-89. The pt does not have normal control solution. He is unwilling to perform a blood glucose test with the rep because he "was busy." The pt stores the test strips in the kitchen.